Manufacturer narrative:
A photo and video were provided and evaluated. In the video and photo, particles were detected. No sample was received for further evaluation. A lot history review was performed and there were no complaints documented for this lot number. If the sample is returned, the complaint will be reopened and further investigation will be performed.

Event description:
It was reported that there was a particle in the solution inside the device. Per reporter, the particle was discovered after filling the cassette and as the medication is a narcotic, the device cannot be returned. There was no patient involvement.